Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
This event is being conservatively reported due the patient's death and its proximity to the implant procedure. There were no allegations against the implanted valve. It was reported that a patient with a history of severe aortic regurgitation (svr), dilated left ventricle due to cardiomyopathy and poor left ventricle ejection fraction (lvef of less than 30%) underwent an implant of a 19 mm aortic sjm regent heart valve on (B)(6) 2022. It was reported that as the patient was weaned from cardiopulmonary bypass, the patient remained hemodynamically stabled and the patient did not remain intubated post procedure. Post procedure the patient was transferred to the recovery area for further management, where the patients lvef remained poor. In addition, the patient developed a myocardial infarction (mi) along with tachycardia. The patient did not respond to treatment and passed away on (B)(6) 2022. It was noted that during the procedure there were no adverse event and the patient remained stable. The 19mm regent valve performed as intended. It was noted that the patient passed away due to the their comorbidities and the mi event. No additional information was provided.

Manufacturer narrative:
An event of patient death after device implant due to their comorbidities and an mi event was reported. It was reported that the regent valve was performing as intended. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.